Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, noise was observed from the rv lead when connecting the new system. The noise was only present during deep breathing. The defibrillation max sensitivity was changed. The patient¿s condition was good.